Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown concentration and dose via an implantable pump for non-malignant pain and cervical radiculopathy. It was reported on (B)(6) 2017 that the patient had been enrolled in hospice care and had been waiting for the pump to run out. It was indicated that they had been managing the patient with oral medications for about six weeks and the pump had run out as expected seven to ten days ago (from (B)(6) 2017). It was noted that the hospice was due to progression of the disease and was not related to the device. It was reported that the pump was alarming and the sound was consistent with the pump alarms. It was unknown if the pump was doing the single tone alarm or the two tone alarm. The consumer was going to follow up with the healthcare professional. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.